Event description:
Foley inserted in ed due to urinary dysfunction. Staff unable to deflate. Urologist tried a number of maneuvers at the bedside. These were unsuccessful. Pt taken to cysto room and foley removed under direct renalization.